Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user started dialysis treatment in (B)(6) 2017 and reported reduced speech understanding after the treatment began. There is no report of any accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user started dialysis treatment in (B)(6) 2017 and reported reduced speech understanding after the treatment began. The reduction in sound was over a period of ca. 6 months. There is no report of any accident or trauma. The user has been re-implanted .